Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the facility is having issues with upstream occlusion alarms on the spectrum iq pumps. There was patient involvement but no known patient injury or medical intervention associated with these events. No additional information is available.